Event description:
It was reported that a patient presented remotely with pacemaker mediated tachycardia, far r-wave over-sensing, and inappropriate automatic mode switch noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. The patient was stable throughout.